Event description:
Patient called with complaint that she had passed out after getting readings on prodigy meter of 70 and 71. Paramedics treated after getting reading in 30s. Did not take patient to emergency room or doctor. Patient recovered with glucose i.v. Treatment by paramedics. Patient takes wellbutrin, plavix, eldactone, zocor, aspirin, wonoxin, lasix, captopril, toporil. Patient ate turkey and mashed potatoes for dinner, and graham crackers and milk before bed. Patient's mother tested meter with cs and it was in range. Patient's mother indicated she called paramedics but MFR didn't received further information.